Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H9/reporting number: <3011050570-10/24/2023-001-r> added here due to character limitation in respective field.

Event description:
The customer reported to olympus, the endoeye hd ii laparoscope experienced an intermittent green colored image issue. The issue was found during preparation for an unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated: h3, h6, h9, h11. Corrected: h7. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported green image discoloration issue was confirmed. A definitive root cause of the issue has not been determined, however, it is likely the result of a faulty charged-coupled device unit, due to 1. Unacceptable tension in the area of the charged-coupled device holder assembly due to the use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer between the distal end plastic tip cover and the bumper sleeve, 2. Unacceptable tension in the area of the charged-coupled device holder assembly due to asymmetrical alignment of the spring to plastic distal end cover, before the bumper sleeve is joined, and or 3. Pre-existing damage to the charged-coupled device holder assembly due to the use of a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.